Event description:
A nurse reported that following intraocular lens (iol) implant surgery, the bag was unstable and the lens was removed, leaving the pt aphakic. Additional info was received: the nurse who reported the pt was eventually implanted with a sulcus iol. She reported that in the surgeon's opinion, the iol did not cause/contribute to pt injury.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. File indicated the use of an approved lens/cartridge combination. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).